Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider and manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient's stimulation had changed. It was noted the patient had an open circuit that could not be programmed around. The patient stated they had fallen several times that were unrelated to the stimulator. An impedance check was performed and the healthcare provider performed an x-ray and it was concluded there were open circuits on 5 contacts. The patient was going to be scheduled for a revision in (B)(6) 2020. No further complications were reported or anticipated.